Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using hs iii proximal seal, the delivery system tube did not fill tightly with the seal. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure using hs iii proximal seal, the delivery system tube did not fill tightly with the seal. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 01/24/2020. A visual inspection was conducted. Signs of clinical use and no signs of blood was observed. The delivery device was returned outside the loading device with the white plunger not depressed and the blue slide lock not engaged. The seal and tension spring assembly was observed to be inside the delivery tube with the seal extended outside the tip of the delivery tube and not in its usual position. The seal and tension spring assembly was removed from the delivery tube, with no visual defects observed. The dimensions of the delivery tube were taken. The inner diameter was measured at 0.195 in., the outer diameter was measured at 0.220 in. The length of the delivery tube was measured at 2.50 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "fitting problem" was confirmed .